Manufacturer narrative:
H10: multiple good faith efforts (gfe) were attempted to obtain confirmation device being returned to use and clarification of device use at the time of the issue allegation. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the battery was not charging. It is unknown if the device was in use at the time of the reported problem. No patient harm reported. The philips biomedical engineer (bme) could not duplicate the alleged device issue. The bme found that the device was charging as intended. This investigation is ongoing.